Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s014. The zisv6-35-125-6-100-ptx stent of lot number c1277426 was implanted in the patient, and not returned for evaluation. With the information provided a document based investigation was conducted. According to information provided, an expired zilver ptx stent was implanted in the patient on the (B)(6) 2017. Upon review of the sample label attached to the work order ((B)(4)), the expiry date of the device was confirmed to be ¿2017-08-16¿. This confirms that the complaint device was used after its expiry date. The customer complaint can be confirmed as the device was used after its expiry date. The distributor (tforce) was contacted to investigate this occurrence. From tforce testimony, the complaint device was not scanned prior to shipping to the customer, against the tforce procedures. As such, expired product was provided to the customer. Cook ireland will follow up with the distributor to create an internal corrective action to address the failure to scan the product and to prevent reoccurrence. It can be noted that all zisv6 (zilver ptx) devices are shipped with a product label placed on the outer zilver ptx carton box and product label placed on the inner pouch. Both labels contain information with manufacturing and expiration dates. Based on the above, the most likely cause of this complaint can be attributed to the distributor shipping expired product, and customer error as zilver ptx devices should not be used beyond the date specified on the product label. It can be noted that the product instruction for use states the following: ¿do not use the stent after the ¿use by¿ date specified on the package.¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. Upon review of the sample label attached to the work order, it has been confirmed that the product label clearly identified the expiration date as ¿2017-08-16¿. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1277426. According to the initial reporter, there have been no adverse effects reported for the patient as a result of this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The sales rep received stents from tforce critical and took them to the facility. When he went to bill the facility for the device they used, he noticed that it was expired. The procedure was a success and no adverse events occurred.